Manufacturer narrative:
Approximate age of device ¿ 3 years and 4 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2012. It was reported that the patient presented to the hospital on (B)(6) 2016 with decreased estimated pump flows and acute heart failure symptoms. A ramp study showed that the left ventricle was not being unloaded and a transesophageal echocardiogram showed possible left ventricle thrombus. The patient underwent a pump exchange on (B)(6) 2016. Upon opening the chest, it was observed that the inflow cannula appeared to have a slight bend in it. Inspection of the inflow cannula showed an impaired flow pattern due to the kink observed. No gross thrombus was seen but was still suspected.

Manufacturer narrative:
The pump was returned with the percutaneous lead cut approximately 4 inches from the pump housing and the severed portion of the lead was not returned. The sealed inflow conduit was returned attached to the pump inlet port; however, the inflow conduit flex section appeared to be kinked. The lumen of the knitted graft revealed evidence of tissue ingrowth in the area of the observed kink, indicating that the kink was present while the pump was operating. Although a specific cause for the kink could not be conclusively, the kink could have potentially impaired the flow of blood, likely contributing to the reported decrease in pump flow and inadequate left ventricle unloading. No depositions were found upon examination of the pump blood-contacting surfaces. Examination of the pump bearings, rotor, and blood contacting surfaces under a microscope, revealed no abnormalities or damage. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process and the pump operated as intended. Although device thrombosis was not confirmed, device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.